Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. Unable to verify the motor error alarm or perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm on their insulin pump. It was reported that the customer's blood glucose was unknown. It was reported that the customer's keypad was unresponsive. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.